Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer the led light is poor was confirmed, and further defects were detected. In total the following defects were detected: led is dimly lit, blade damaged, housing damaged, cover damaged, plug worn, and leaking between plug and cover. The device passed the quality inspection at the time of delivery. Based on the defects found during the technical inspection, it is concluded that the most likely cause of the described defect is mechanical damage caused by the user or during processing. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the c-mac video laryngoscope has poor light. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer on march 5,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).